Event description:
Loss of osseointegration (dental implant). No exact implantation date available, the dentist wrote: "the implant has fallen out of the patient at the end of august / beginning of september".